Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. It was reported that 1548 days following a coronary artery drug eluting stenting treatment procedure, the pt underwent a reintervention. The index procedure treated the 80% stenosed, 2.5x10mm mid lad (left anterior descending) lesion. Treatment consisted of predilation and placement of a 2.5x12mm taxus liberte stent resulting in 0% residual stenosis. The pt was discharged one day post procedure on asa and plavix. The pt presented 1548 days following the index procedure with unstable angina. Coronary angiography showed 90% stenosis at the mid lad. Treatment consisted of balloon angioplasty and placement of another manufacturer's 2.75x15mm bare metal stent resulting in 10% residual stenosis. Also treated during this reintervention was the 1st diagonal due to 80% stenosis. The 1st diagonal was treated with balloon angioplasty resulting in 0% residual stenosis. The pt was discharged the next day with the event listed as resolved with no residual effects.